Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional pro-codes: olo. Complainant part is not expected to be returned for manufacturer review/investigation. State: (B)(6). Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in canada as follows: it was reported that during assembly for a case, it was noted by the scrub nurse and later confirmed by rep that one of the x20 screwdriver and sleeve did not assemble properly. The shaft gave significant resistance when being inserted through sleeve. The shaft appears to be slightly bent, causing issues when trying to pass through sleeve. Both shaft and sleeve set aside and note used. Navigated drivers were used, no case impact. This complaint involves two (2) devices. This report is for one (1) poly screw driver shft x20. This is report 2 of 2 for complaint (B)(4).